Event description:
It was reported that balloon deflation issue occurred, requiring the use of a needle to deflate it. An 8.00mm/2.0cm/50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon was inflated to less than 10 atmospheres; however, the balloon would not deflate during the attempt to deflate it. Multiple attempts were made, but the attempts were unsuccessful. The physician had to place a small needle through the patient's skin to puncture the balloon in the patient's arm. A fistula was being treated in the arm and the vessel is really superficial so placing a needle is a very easy process to get to the balloon. It took 5 minutes to deflate the balloon. The balloon was fully deflated and removed intact, and the procedure was completed with this device. There were no patient complications as a result of this event.